Event description:
It was reported by the field service engineer (fse) that during preventive maintenance (pm) cs300 intra-aortic balloon pump (iabp) batteries fail to meet runtime requirement and require replacement. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.